Manufacturer narrative:
Unit received with button error alarm and had intermittent esc button response due to moisture damage keypad traces. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed a button error that cannot be cleared. Customer does not recall any significant events leading to the error. Customer's blood glucose was 79 mg/dl at the time of incident. Troubleshooting was done for button error but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.